Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Result: first, we performed a visual inspection of the progav 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valve. There were no visible deposits observed inside the valve. Based on our investigation, we are unable to substantiate the claim of non-adjustability. At the time of our investigation, the valve was able to be adjusted to all specified settings. No deviations were detected during the investigation. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Investigation on-going. Additional information/ investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav 2.0 (#fx410t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the valve was believed to be not adjusted in the pressure settings. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient information: (B)(6). Gender: male.